Event description:
The facility's biomed tech reported a fail code 810:11, which occurred during biomed testing. Additional contact info was requested but no additional contact was identified. The biomed tech stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.